Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Myopia.

Event description:
It was reported that a zxt225 29.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to near vision problems/myopia and also noted was the patient had macular cysts prior to cataract surgery. There was no incision enlargement, no vitrectomy, and no sutures. The replacement lens was the same model, but different diopter of 26.5. Reportedly, there was no patient injury and the patient has no issues post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.